Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch sensor and drawer position sensor were defective. A field service engineer replaced the latch sensor and drawer position sensor with spares, cleaned the electronics drawer and the area around the back of the sled and power supply, checked for medications, and cleaned debris from the bottom edge of the back panel. The field service engineer also checked for loose drawers and reseated the drawer cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failure could not be recovered, and the drawer was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.